Manufacturer narrative:
While this product is not sold in the united states, it is like or similar to a product marketed in the united states. The event occurred in (B)(6).

Event description:
Mother of customer reports that a properly seated lancet is not retracted and extends beyond the end of the correctly positioned protective end cap of the device. No adverse event occurred. Multiclix requested for further investigation.

Manufacturer narrative:
This correction is being sent to document that the code aneurysm was sent by mistake.